Event description:
In 2008 at 7:36 pm, the lay user/reporter (patient's mother) contacted lifescan (lfs) alleging that a onetouch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the reporter to obtain/verify additional information. The patient tests his blood glucose at least four times a day and manages his diabetes using an insulin pump. The reporter stated that the patient's target blood glucose range is from 70-100 mg/dl. However, his normal range is from 70-200 mg/dl. At around 11;30 am on that day, the reporter mentioned that the patient received blood glucose of "267 mg/dl" on the subject meter, so she reportedly gave the patient 4.75 units of humalog to bring down his blood glucose (patient was reportedly asymptomatic). About 30-45 minutes after administering the insulin, the patient was shaking and sweating (typical low symptom for the patient), so the reporter retested the patient on a backup meter and the result was "40 mg/dl." The patient was given some juice and after 20 minutes passed, the patient's blood glucose was retested with result of "155 mg/dl" on the subject meter. The reporter mentioned that she performed another blood glucose test after 2 hours on both the subject meter and backup meter and the result was "343 and 342 mg/dl" respectively. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl for lfs accuracy testing criteria. The patient reportedly was asymptomatic at "343 mg/dl." About three hours later (2:30 pm), the reporter obtained blood glucose reading of "295 and 119 mg/dl" taken within 3 minutes of each other (using the same finger stick to test). As a result, the reporter decided to call the patient's nurse practitioner for advise and was told to contact lfs to troubleshoot the meter. There was no mentioning of any other medical instructions and/or treatments. The unit of measurement was set correctly to mg/dl at the time of testing. The results in the meter's memory match. The testing technique and cleaning of the puncture area was correct at the time of testing. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the reporter claimed that the patient developed symptoms suggestive of hypoglycemia after administering insulin based on the reported meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.